Event description:
It was reported that the coil protrusion occurred. A 12mmx30cm interlock was selected for use. During procedure, the coil became stuck in the distal part of a 0.022 non-bsc microcatheter and was then removed. However, the coil was noted protruding from the tip of the catheter upon removal. The procedure was completed with another of the same device. No complications reported and patient was good.